Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pca tubing cracked and leaked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak and crack in the tubing was confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. Visual inspection noted that the female luer had cracks ranging from 4.8 mm to 13.3 mm. Functional testing confirmed leaking at the female luer crack. The root cause of the leak was determined to be the female luer crack. The origin of the crack is unknown.